Manufacturer narrative:
Date of event is estimated.E1 - Reporter Phone Number: (b)(6).The device is included in the Neuromodulation Implantable Pulse Generator (IPG) Proclaim¿ SCS family, Proclaim¿ DRG therapy and Infinity¿ DBS systems Surgery Mode Advisory notice issued by Abbott on 02 April 2026.

Event description:
It was reported patient's IPG became inoperable following an unrelated surgery wherein the IPG was not put into surgery mode. Surgical intervention may be pending to address the issue.